Event description:
Datascope monitor "passport 2" had no pulse oximetry function in trauma room during a code. This has happened before in a different treatment room with the same type of monitor. No patient harm. The only way to reset pulse oximetry is to turn the monitor off then back on. This puts the patient in danger during an event and also data on patient is lost.